Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: at the start of da vinci-assisted incisional hernia procedure, anesthesia was started, first port was placed in the right upper quadrant and the patient was insufflated. The patient went into cardiopulmonary arrest. Medical intervention was performed to preclude serious injury or death.

Event description:
It was reported that the patient underwent a da vinci-assisted incisional hernia procedure. Anesthesia was started, first port was placed in the right upper quadrant and the patient was insufflated. It's unknown if additional ports were placed after the first one and how much co2 pressure was used. The patient started to have difficulty breathing and bradycardia. It's unknown if the surgical team evaluated for a pneumothorax or possibly a diaphragm injury from a port or co2 in the chest. The patient required manual ventilation of air into the lungs, the patient went into cardiopulmonary arrest. Advanced cardiac life support was initiated, and chest compressions was given. Return of spontaneous circulation (rosc) was achieved in less than 5 minutes, the vital signs were stabilized thereafter. The procedure was aborted. The physician believed that the cardiopulmonary arrest was due to anesthesia reaction and not device related. There was no device malfunction was associated with the event. The patient was reported to be in stable condition and is recovering.